Event description:
Pt admitted with acute appendicitis. A laparoscopic appendectomy was attempted but due to clouding of the lens of the camera an open appendectomy was necessary. Add'l model number gs9635.